Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found the full lead was returned and analyzed. There were no anomalies noted.

Event description:
It was reported that during the implant procedure, the helix mechanism was tested; however, was not possible to extend the helix from the tip of the lead. The device was not implanted. No patient complications have been reported as a result of this event.